Manufacturer narrative:
Batch review performed on 25 july 2022 on lot 2117189: lot 2117189: (B)(4) items manufactured and released on 08-mar-2022. Expiration date: 2027-feb-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and the surgery was completed successfully.